Event description:
New information notes that this case was pocket infection with wound dehiscence. Since it was an early pocket infection it was thought to be procedure related however the patient was recently diagnosed with a terminal immunosuppressive condition. No further devices were implanted as the patient was palliated for another medical condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the system was explanted due to infection. No further information available.